Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range. This lead was successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused by the confirmed fracture. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 17 cm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this patient experienced a syncopal episode. Further review of the system reveled the rv lead exhibited high out of range impedance measurements attributed to a potential conductor fracture. As result, the lead was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed. The high pacing impedance allegations were confirmed based on the x-ray observation of a fractured outer coil ~17.2-cm from the terminal end, consistent with cyclic fatigue

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range. This lead was successfully replaced. The lead 7842/1020367 was attempted due to helix extension issues.no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 17 cm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.